Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon deflated and the foley catheter fell out of the patient about one day after placement. It was mentioned that there was no balloon rupture or tear. It was also mentioned that water leaked from a balloon.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone catheter. Visual inspection of the sample noted the three-way catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. The balloon rested and with the syringe attach the balloon passively deflated in 1 min 56 seconds returning 10ml of solution without issue or cuffing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that the balloon deflated and the foley catheter fell out of the patient about one day after placement. It was mentioned that there was no balloon rupture or tear. It was also mentioned that water leaked from a balloon.